Manufacturer narrative:
Review of procedure shows the correct axis for the ak was programmed into the system based on the surgery planning sheet the surgeon provided and xml data and post op record of treatment. No patient movement was visible or any perforation visible on the imaging and reviewed procedure video. No root cause for the issue reported was found. It was reported from the clinical follow up that the patient is doing well.

Event description:
On (B)(6) 2025, doctor (B)(6) reported to cas that during procedure ID #(B)(6), they placed a 45-degree arc at axis 004. Three months later, the patient had irregular astigmatism in that area, along with flipping the axis of astigmatism. Doctor noted that the patient has corneal thickening. Doctor is seeking review of procedure ID #(B)(6).